Manufacturer narrative:
The event of system explant was reported to abbott. The patient experienced inadequate stimulation with their scs and drg system. The entire drg system and the scs ipg was explanted. The scs lead remains implanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-00492. It was reported the patient experienced inadequate stimulation with their scs and drg system. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire drg system and the scs ipg was explanted. The patients thoracic scs lead remains implanted and inactive. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Event date is estimated.